Event description:
It was reported that the patient could not catch his breath and had no energy while using the life 2000 device. The patient's spouse called 911 (ems) and the patient left the residence wearing the device. The spouse denied device alarms but could not confirm the device was functioning properly. It is noted that there were electrical issues in the home preventing power to the l2k device prior to the event that had been reportedly resolved. Multiple attempts to obtain additional details of the event (hospital admittance, medical intervention, patient outcome) have been unsuccessful. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the patient could not catch his breath and had no energy while using the life 2000 device. The patient's spouse called 911 (ems) and the patient left the residence wearing the device. The spouse denied device alarms but could not confirm the device was functioning properly. It is noted that there were electrical issues in the home preventing power to the l2k device prior to the event that had been reportedly resolved. Multiple attempts to obtain additional details of the event (hospital admittance, medical intervention, patient outcome) have been unsuccessful. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. The inability to catch your breath (dyspnea/ shortness of breath) can occur rapidly or can be a chronic condition. Dyspnea can be contributed to a number of conditions including asthma or other pulmonary diseases, exercise intolerance, heart attack, or collapsed lung. Treatment is dependent on the cause. In this event, the customer did not provide the necessary details to determine the severity of the injury. The report that ems was called, and transported the patient to a medical facility, it an reasonably be concluded that he likely received medial intervention. Based on the limited details provided, a serious injury cannot be ruled out. The inspection of the device is pending due to unsuccessful attempts in contacting the customer. If any additional details are received the complaint will be addressed accordingly. Based on this information, no further action is required.¿